Event description:
It was reported that there was an infection and in the location described as the device pocket. It was noted that antibiotic treatment was necessary. It was unknown if a culture was taken. The date of onset/diagnostic of the infection was not specified. Actions required as a result of the event included explant. The product status of both leads and the implantable neurostimulator (ins) was explanted-complete. The date of explant was (B)(6) 2014. The event or difficulty was reported to occur (B)(6) 2014. The event occurred during normal use. There was no alleged product issue. Diagnostic testing or troubleshooting was not performed as it was not required. The return status was not returned and customer discarded. The patient¿s status at the time of this report was alive with no injury. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).